Event description:
At the very end of the colotomy portion of the surgical procedure, the harmonic blade was noted to break off the device while in the pelvis, however the break was recognized immediately, the broken blade was identified, and it was immediately removed intact.